Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (232175576); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured intracranial aneurysm at c6 segment with a max diameter of 5mm and a 4 mm neck diameter. The landing zone was 3.9 mm distally and 3.7 mm proximally. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with an unknown diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the ped2 stent delivery the microcatheter was positioned, and the stent was advanced; however, significant resistance was encountered at the proximal section, and it could not be delivered. The operator planned to withdraw the stent, but it became stuck within the microcatheter. The stent and microcatheter were therefore withdrawn together, and the procedure was completed after replacing them with a new microcatheter and stent. The angiographic result post procedure showed blood stagnation within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f silver snake guide catheter